Event description:
Patient being treated in surgical suite for open reduction of tibia plateau fracture. Manufacturer representative in the surgical suite for procedure. Md requested fixative/putty agent. Manufacturer rep storing devices on premises. Rep delivered expired device to the rn at the surgical field. Device listed expiration date 10/28/2017- surgical manager and director not informed that manufacturer rep was storing devices on premises. Disclosure to patient will occur at the follow-up visit. Manufacturer notified via maude report.